Event description:
Client's mother reports on-hand pump (serial number: (B)(6)) does not work (no error message); no reports of side effects or missed doses. Replacement pump shipped. All known information has been contained on this form. Any additional information will be provided on a separate report.